Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9831 apollorf i90 tip was burned. This occurred during a shoulder arthroscopy. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
On 07/01/2024 additional information was provided by a sales representative via email who stated that no one was burned. The case was completed by using a new apollo device. The ablator did not come in contact with any other device. The ablator was in high use for only a couple of minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features as per the contraindications of the devices edfu's.